Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient had staph infection at insertion site with two infusion sets on (B)(6)2024, as the patient did not clean the infusion site before applying the infusion sets and used it for 5 to 6 days. Patient went to emergency room on (B)(6)2024 and got treated with oral antibiotics. The duration of emergency room was 10 hours. Patient was released from the emergency room on (B)(6)2024. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-36052- device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Supplemental report 01 - (B)(4) MDR 3003442380-2024-36052. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results upon review of the event description and assigned malfunction code misuse. Malfunction code not on list, it has been determined that the complaint does not allege a product malfunction has occurred. Additional information was requested; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. No specific lot number/evidence was provided, which limits the ability to trace or analyze a particular item. Corrective and preventive action (CAPA) determination - conclusion: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Root cause of problem: n/a - no further root cause investigation is required as the complaint does not allege a product malfunction and no specific lot number was identified, which limits the ability to trace or analyze a particular item. Corrective action as a result of the investigation: n/a - as no root cause investigation was required, no CAPA plan is applicable. The record will be closed with no further actions. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
To date no additional patient or event details have been received.